Event description:
It was reported that the patient observed alarms on (B)(6) 2022 when plugging the black power lead of the controller into the mobile power unit (mpu). No alarms were visible on the controller screen and there were no alarms or illuminated lights on the mpu. The patient switched to a different outlet and continued to hear short audible alarms. The patient presented to the clinic on (B)(6) 2022 and informed the ventricular assist device (vad) coordinator that they had changed from their primary controller to the backup, then back to the primary controller on at least two separate occasions from (B)(6) 2022. When the patient's controller was connected to the mpu in the clinic, no alarms occurred. No alarms were reviewed on the controller display other than no external power. A self-test was performed in the clinic with no issues. The patient was sent home with a loaner mpu and was reminded to only exchange the controller on their own in the case of true medical emergency. Log file review of the primary controller confirmed a few driveline disconnects on (B)(6) 2022. A no external power alarm was also observed on (B)(6) 2022. Review of the backup controller revealed no issues aside from a controller clock corrupt alarm. Additional information was received that the alarms had resolved but the cause was not identified. No products would be returned for evaluation. Related manufacturer's reports: 2916596-2022-14787, 2916596-2022-14786.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm while connected to the mpu was not confirmed. The heartmate mobile power unit (serial #: (B)(4)) was not returned for analysis. Log files were submitted for review spanning approximately 3 days ((B)(6) 2022 per timestamp) and 6 days ((B)(6) 2022 per time stamp). Events occurring on (B)(6) 2000 are from when the system clock was not set and the exact time of events occurring on these timestamps are unable to be determined. On (B)(6) 2022 at 13:32:58 - 13:34:57 the driveline was disconnected, in this event both power cables were also disconnected from power, so the controller was operating on the backup battery. When the driveline was reconnected, the pump did not initially start as the controller was still only being powered by the backup battery. Once power was restored the pump started without issue. The reported alarm was not captured in the events of the log file and no atypical alarms were observed prior to the initial driveline disconnect on (B)(6) 2022. There were no other notable events in the log file. Pump operation was not affected. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.